Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k002134.

Event description:
On (B)(6) 2011, the lay user/reporter contacted lifescan to report the one touch ultra meter would power off during use. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2011 at 8:30 am, the patient noted the reported meter would power off during use; she was unable to obtain a blood glucose reading. One hour afterwards, at 9:30 am, the patient experienced the symptoms of shaking and sweating. While symptomatic, the patient's blood glucose level was tested to be 37 mg/dl using another meter. The patient was treated with food and/or a drink and five units novolog insulin. Troubleshooting revealed there had been no misuse of the product, the meter was not new, and the meter's battery did not need to be replaced. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the reported meter issue and received treatment with food. Therefore, this complaint is being reported.